Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A media inspection was performed, the pictures provided did show lead migration. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fecal incontinence and lead migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient was scheduled for a revision surgery due to lead migration. The migration was confirmed by an x-ray that determined the lead moved forward. The physician was able to move the lead back into the initial position and secure it via suture. The patient was reprogrammed several times before the procedure. There were no reported patient complications. The clinical specialist sent in an update stating the patient is doing well and better. They increased their stimulation by a couple clicks. The patient did have a few episodes of fecal incontinence since their surgery but stated that they were on antibiotics and this could have been a contributor. Additional information reported that the patient underwent a lead revision. The physician placed a new lead on the patient's left side and connected it to the current ipg. The right lead was abandoned. All impedances were good and the patient was programmed successfully after the procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient was scheduled for a revision surgery due to lead migration. The migration was confirmed by an x-ray that determined the lead moved forward. The physician was able to move the lead back into the initial position and secure it via suture. The patient was reprogrammed several times before the procedure. There were no reported patient complications. Medical/surgical interventions are required. The clinical specialist sent in an update stating the patient is doing well and better. They increased their stimulation by a couple clicks. The patient did have a few episodes of fecal incontinence since their surgery but stated that they were on antibiotics and this could have been a contributor.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient was scheduled for a revision surgery due to lead migration. The migration was confirmed by an x-ray that determined the lead moved forward. The physician was able to move the lead back into the initial position and secure it via suture. The patient was reprogrammed several times before the procedure. There were no reported patient complications. Medical/surgical interventions are required. The clinical specialist sent in an update stating the patient is doing well and better. They increased their stimulation by a couple clicks. The patient did have a few episodes of fecal incontinence since their surgery but stated that they were on antibiotics and this could have been a contributor.

Event description:
It was reported that the patient was scheduled for a revision surgery due to lead migration. The migration was confirmed by an x-ray that determined the lead moved forward. The physician was able to move the lead back into the initial position and secure it via suture. The patient was reprogrammed several times before the procedure. There were no reported patient complications. Medical/surgical interventions are required. The clinical specialist sent in an update stating the patient is doing well and better. They increased their stimulation by a couple clicks. The patient did have a few episodes of fecal incontinence since their surgery but stated that they were on antibiotics and this could have been a contributor.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Correction to impact codes (h6).

Event description:
It was reported that the patient was scheduled for a revision surgery due to lead migration. The migration was confirmed by an x-ray that determined the lead moved forward. The physician was able to move the lead back into the initial position and secure it via suture. The patient was reprogrammed several times before the procedure. There were no reported patient complications. Medical/surgical interventions are required. The clinical specialist sent in an update stating the patient is doing well and better. They increased their stimulation by a couple clicks. The patient did have a few episodes of fecal incontinence since their surgery but stated that they were on antibiotics and this could have been a contributor.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Corrected h11 to include media review. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A media inspection was performed, the pictures provided did show lead migration. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.